Event description:
On (B)(6) 2010, a mitral valvuloplasty was performed and this 30 mm sjm rigid saddle ring was implanted. On (B)(6) 2017, the patient required redo due to hemolysis. Upon explant, a broken suture was found at the position of p2, there was no evidence of infection and the surgeon implanted a smaller, 28 mm sjm rigid saddle ring.

Manufacturer narrative:
The results of this investigation indicated the rigid saddle ring contained mild pannus formation. The ring was focally bent and one of the commissure indicators appeared to be torn. It is unknown if this damage occurred in situ or if it represents removal artifact. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence to suggest that there was an intrinsic defect in the ring. The cause of the reported event remains unknown.